Manufacturer narrative:
(B)(4). Duckbill; failed leak test. The device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was leaking. The device was used to complete the case with no patient consequence.